Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that an out of range shock lead impedance alert was triggered. The right ventricular lead has been implanted for several years and remains implanted at this time. No adverse patient effects were reported.